Manufacturer narrative:
The pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display noted. The pump passed the displacement, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarms were noted. The pump had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump would not turn on. Customer reported the display did not return after battery change. Customer's blood glucose was 262 mg/dl. After troubleshooting, the display did not return. Customer reported the device had gone through an x-ray machine. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.